Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the lead was extracted due to severe infection. No further adverse patient effects were reported.